Event description:
On april 11, 2008, a dialysis nurse called gambro to report, she had observed a kink in the blood tubing of a pt complaining of pain in her neck and sternal area that progressed to the right upper quadrant of her abdomen and chest, along with shortness of breath. Treatment was terminated and the pt hospitalized to determine the possible occurrence of hemolysis. However, an onsite investigation found the pt was diagnosed with cholecystitis and cholelithiasis. The pt underwent a laparoscopic cholecystectomy the following day and following an uneventful post operative course was discharged from the hosp.